Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement with a 34 mm medtronic evolut r valve. Ten months after valve implant, the patient presented to the emergency room with fever and lethargy. One month prior to presentation, the patient developed symptoms of dry cough, night sweat, intermittent fever, and generalized weakness. Blood culture drawn on admission was positive for pan-sensitive candida parapsilosius and remained positive on five sets of repeat cultures. Transesophageal echocardiography showed a 2 cm echodensity on the left ventricular side of the evolut r valve with severe functional aortic stenosis, para-aortic abscess, and small to moderate pericardial effusion. Subsequently, the evolut r valve was surgically explanted and replaced with a 25 mm non-medtronic valve (edwards inspiris) and the aortic wall abscess was repaired with a pericardial patch. Culture of the extracted evolut r valve was positive for candida parapsilosius. In the article, the panel c image exhibited the explanted valve with large vegetation present. The patient was treated with intravenous antifungal medication (micafungin) for 42 days and lifelong suppression with oral antifungal medication (fluconazole). Pancytopenia was thought to be a result of the candida infection. The hospital course was complicated by multiple small bilateral cortical and subcortical infarcts, consistent with th romboembolic phenomenon. The authors stated that at the time of writing the case report the patient was two months post-hospital discharge and had been discharged home. No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: chen cb, et al. Candida endocarditis in a transcatheter aortic valve. European heart journal. 2023 feb 13;ehad070. Doi: 10 .1093/eurheartj/ehad070. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.